Event description:
It was reported that a 56-year-old female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate profile 375cc saline breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Additionally, it was reported that the right breast prosthesis deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on 14-sep-2022. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-12146 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 1.0 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast prosthesis deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).